Event description:
MFR received a report alleging that the fasteners that holds the rsc600 digital scale to the hanger bar of the lift allegedly came/fell out, causing the lift to come apart and allegedly drop a pt on the bed. No injuries were reported as a result of the incident.